Event description:
N/a.

Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The handle was out of adjustment. General maintenance and cleaning required at this time. Replacement of worn components, readjustment of handle.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 3 reports linked to mfg report numbers: 3004608878-2021-00259, 3004608878-2021-00260 . A facility reported that the mayfield ultra base unit (a2101) would move when locked and when pressure is applied. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.